Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery of a femur fracture due to nonunion, upper thigh pain, delayed healing, and subsequent breaking of one (1) titanium locking screw w/t25 stardrive 2mm for intramedullary nails (im). The screw was one of two distal interlocking screws, but this was the only screw that was broken. The proximal segment of the trochanteric femoral nail advance (tfna) nail was broken above the helical blade/screw junction. Patient status is unknown. Concomitant devices: tfna helical blade (part: unknown, lot: unknown, quantity: 1), titanium locking screw w/t25 stardrive 2mm for im (part: 04.005.532, lot: unknown, quantity: 1). This report is for a 5.0mm titanium (ti) locking screw 42mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) captures the post-operative event while (B)(4) was created to capture the intra-operative event.